Event description:
The customer reported that she was hospitalized for low blood glucose levels, with a reading of 33 mg/dl. The customer was using a back up insulin pump at the time due to falling and breaking her current one. The customer stated that she didn't check the programming on the back up insulin pump, and later found that the basal rates were too high. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.